Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose level was 48 mg/dl. They treated low blood glucose levels with food and glucose tablets. They had been using the insulin pump system within 48 hours of high blood glucose level. The customer also alleged the insulin pump for over delivery because she was waking up with low blood glucose levels. They declined troubleshooting. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.